Event description:
The customer reported a filament regulator failure error message during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.